Event description:
The customer stated that samples from two different patients generated discrepant chemistry results on the architect analyzer that were repeated within the normal ranges on another architect analyzer. The first patient sample generated results as follows: result: first analyzer: sodium less than 100, second analyzer: 137, unit: mmol/l. First analyzer: potassium 2.7; second analyzer: 4.0, unit: mmol/l. First analyzer: chloride 70; second analyzer: 103 , unit: meq/l. None of the suspect results were reported out of the lab and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.